Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. A 16 x 2.50mm rebel stent was advanced but failed to deliver. When the physician removed the device, the stent "did not look like it should". The procedure was completed with a different device. There were no problems nor patient complications reported.